Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6) 2022, information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was during the call, pt mentioned they wanted to go over their settings. Pt said they had to charge each day, sometimes the group would change from the last time they used stim, sometimes some programs wouldn't be available, or sometimes the stim would turn off on it's own. Pt said they had noticed that a month or two ago. The patient was redirected to their healthcare provider to further address the issue and check stimulation. Pss reviewed recharge frequency depended on settings/usage. Pt mentioned they might contact their rep. On 2022-oct-14, additional information was reported that the issue was resolved.